Manufacturer narrative:
Corrected data: h6 - patient code 3191: no code available (pupil ovalisation). H6 - device code: 2923 should have been included. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6 - device code 1494: off-label use (safety and effectiveness of the lens has not been established in patients with history of previous ocular surgery including refractive corneal surgery). Claim#: (B)(4).

Manufacturer narrative:
Corrected data: g4 - "(B)(6) 2020" should be corrected to "(B)(6) 2020" in supplemental medwatch reporter #2. H6 - lens work order search: no similar complaint type events reported for units within the same lot. Should have been included in supplemental #2. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -15.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. Lens dislocation/subluxation was observed. On (B)(6) 2019, a "slit-lamp microscopy of the eye showed a clear cornea and partial dislocation of the lens into the anterior chamber, with pupillary capture", the lens was repositioned, and this resolved the problem. Cause of the event is reported as patient related factor. Reportedly, "the patient took diazepine and bupropion for depression, which caused the pupil to open wide."